Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses ((B)(4)) to repair a descending thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. It was reported that the diameter of the aneurysm measured 72mm. Subsequent follow up examinations showed no issue and the aneurysm shrinking to 60.4mm, however on (B)(6) 2011, two year follow up examination revealed the aneurysm enlarging to 70mm. No endoleak was reported. The physician decided to monitor the patient. On (B)(6) 2012, three year follow up examination revealed that the diameter of the aneurysm measured 73mm. The physician decided to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.